Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a veterinarian that an animal underwent a spay procedure on an unknown date and suture was used. The suture was used on the incision. Post-operatively, the suture material broke apart and the animal was resutured.